Manufacturer narrative:
As reported, a hair was noted in the packaging of 3dmax mesh. Photo evaluation find what appears to be foreign material (hair) within the sterile pouch. Based on the information provided and photo review the foreign material (hair) likely presented during the manufacturing process. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for the distribution in november 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during routine inspection, it was noted that there was a hair in the packaging of the 3dmax mesh. There was no reported patient involvement.